Manufacturer narrative:
Product remains in-situ, no allegation of product malfunction has been reported. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves..." Potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: nerve damage due to surgical trauma..." No product malfunction reported.

Event description:
On (B)(6) 2015 patient underwent and extreme lateral interbody fusion procedure. Patient was experiencing bulging anterolateral abdomen and nerve dysfunction. Patient has been referred back to surgeon. No revision procedure has been reported.